Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Event description:
A (B)(4) contacted the customer to follow-up on the "urgent product recall letter dated (B)(6) 2010". The home patient (hp) claimed she had the feeling of being full, bloated, abdominal pain, discomfort, dry heaves, tender by catheter and difficulty breathing when she was overfilled. The (B)(4) transferred the hp to baxter(B)(4). The hp described only symptoms of pain during drain while on the homechoice (hc) machine to the technical service representative (tsr). The hp informed the tsr that she did not have any of the symptoms on the letter, but that she felt real bad pain during the last drain. The tsr arranged a swap of the instrument due to this issue. No patient injury or medical intervention was indicated at the time of the initial report. During a follow-up with the nurse on (B)(6) 2010, it was found that the events of drain pains was resolved. The nurse did not provide an opinion of causality for the events of feeling of being full, bloated, abdominal pain, discomfort, dry heeves, tender by catheter, difficulty breathing and overfilled. During evaluation of a returned hc machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 5. The patient's largest prescribed fill volume (lpfv) was 2200 ml and the drain volume was 3673 ml, which met iipv criteria. No patient injury or medical intervention was reported.